Event description:
It was reported that interference was noted on the implantable pulse generator (ipg) from magnetic pads used during surgery to hold instruments. The ipg was firing and capturing but interference was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).